Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was "damaged," and alerts and alarms are not functioning as intended. There was no reported impact to customer's blood glucose level. The customer declined to provide additional information regarding the issue.